Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s leads had migrated. Surgical intervention took place on (B)(6) 2024 wherein the leads were repositioned to address the issue. Patient has effective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.